Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 04819e000. Trending review determined no adverse trend for falsely elevated results for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 04819e000 was evaluated using world wide data from abbottlink for both the routine and stat assays. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 04819e000 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect intact pth reagent, lot 04819e000.

Manufacturer narrative:
Patient identifier: (B)(6). This report is being filed on an international product, list number 8k25-28 that has a similar product distributed in the us, list number 8k25-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect ipth results on five renal patients between (B)(6). The results provided were: (B)(6) = 1630.4pg/ml / (B)(6) = 1143pg/ml; (B)(6) = 1222.8 / jul = 856.4; (B)(6) =829.8 / (B)(6) = 1138.4; (B)(6) =1021.9 / (B)(6) = 603.4pg/ml (normal range 15-68.3pg/ml); (B)(6) architect = 86.20; (B)(6) 2019 = 86.55(15-68.3pg/ml); (B)(6) 2019 roche=48.90(15-65pg/ml). There was no reported impact to patient management.